Event description:
It was reported the patient underwent left total hip arthroplasty in on an unknown date in 1990. A left hip revision procedure has been indicated due to wear of the polyethylene acetabular liner; however, there has been no revision procedure reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.